Manufacturer narrative:
This device remains implanted. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004485144-2017-00042.

Event description:
It was reported that while the surgeon was installing a screw, the screw's threads became detached. The screw was removed and replaced with a second screw. However, there were metal shavings which came off of the second screw. The second screw remains implanted within the patient. The shavings were unable to be cleaned out of the wound. This report is for the second screw and is report one of two for this event.